Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with hysterectomy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and posterior repair.

Manufacturer narrative:
It was reported that following insertion the patient experienced cystocele, urinary frequency, and urgency.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Undefined medical treatments. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a sling procedure to treat pelvic organ prolapse. The patient experienced physical pain, stomach and vaginal pain, and lower back pain with numbness and tingling down her legs and will require additional medical treatment. No additional information was provided at this time.